Event description:
Olympus was informed that during an unspecified procedure, the generator would not cauterize. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the report but with no results.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user's experience could not be duplicated. The device passed all functional tests. The device was inspected and will be returned to the user facility. The exact cause of the user's report could not be conclusively determined.